Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and erosion. Reportedly, the wire was showing through the opening and pus was found inside the pocket. There were no additional adverse patient effects reported. The crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.